Manufacturer narrative:
On 12-feb-2021, mentor received additional information regarding the patient's information and condition of suspected medical device. Initially, the event was reported as intra-operative rupture. However, additional information revealed that the patient experienced the rupture postoperatively. The female patient underwent a revision breast augmentation surgery with an unspecified mentor gel implant and experienced left-sided rupture "postoperatively". The patient underwent removal and replacement surgery on (B)(6) 2021, and left-sided rupture was observed upon explanation. The reason for the revision surgery was reported as elective. Updated reason for device explant and/or reoperation: the patient wanted to replace her implants electively. The relevant fields have been updated. On 26-feb-2021, the mentor failure analysis lab received the device for evaluation. During investigation, it was determined that the device was manufactured at the mentor medical devices b.v. Facility in leiden, the netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Since the complaint device does not meet the criteria for MDR reporting, no additional supplemental reports will be sent for this event. Manufacturer contact phone number: (B)(4). Manufacturer site phone number: (B)(4). Manufacturer site fax number: (B)(4). The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unspecified mentor gel breast implant being used for a revision breast augmentation ruptured intraoperatively. The surgery was successfully completed with using a replacement device, a 465cc mentor memorygel breast implant (catalog #: smpx465). No patient consequences or procedural delays were reported due to the rupture. There is no evidence of a need for additional surgical intervention. The suspected medical device is believed to be a gel device based on available information. At this time of report, it is reported as a gel device. Currently, it is unknown as to the reason why the patient decided to undergo the revision surgery. Follow-up is still in progress. If additional information is received, a supplemental report will be sent